Event description:
It was reported that the customer was experiencing high blood glucose for the past couple of weeks. It was stated that the customer had the insulin pump sitting on the counter, it slip off and knocked against the counter. It was stated that the end cap sticker is missing, and the drive support cap is sticking out. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Missing end cap sticker. Unable to perform the excessive no delivery alarm test due to prime anomaly.